Event description:
After a stent was placed in a femoro-popliteal shunt anastomosis, this balloon ruptured at 6 atmospheres during post-dilatation. There was no information of the vessel characteristics and the patient. The product was properly inspected and prepped, prior to use. The physician used a contralateral approach to access the lesion . There was no difficulty accessing the lesion with the guidewire. After the stent was placed, the balloon was advanced for post-dilation and upon inflation with an indeflator, the balloon ruptured. Therefore, the balloon was withdrawn out of the patient's body, and another balloon catheter was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.